Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and caused no delay to the surgery. It was reported that after taking a 3d spin, the images were transferred over without any issue, however, the doctor claimed to be 5mm inaccurate laterally. The site was going from s1- l4 and on l4 is where the inaccuracy was being felt. The reference frame was attached to l3. The site re-spun and regained accuracy. However, screws were already placed, but they re-spun to verify accuracy and screw placement, all of which were fine. The rt performed a spin from outside of room while the patient was still inside the room. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined through log analysis. If information is provided in the future, a supplemental report will be issued.